Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose around (B)(6) 2020 with blood glucose of 36 mg/dl at the time of the incident. The customer used food and glucose tablets to treat the low. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The caller alleged pump over and under delivery even after multiple set changes. Troubleshooting was completed but did not resolve the issues. The customer also went as high as 360 mg/dl and treated the highs with the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08605 inches. No over delivery anomaly noted during testing.